Event description:
During surgery the top jaw of the grasper broke off and fell into the knee of the pt when grabbing the meniscus. The surgeon was able to find and pull out the piece and finish the surgery successfully.